Manufacturer narrative:
The field service engineer replaced the front bezel assembly to resolve the reported issue. The device passed testing after repair was completed and was returned to service. The front bezel was returned for investigation. The power switch overlay (red) led indicator was tested, and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
It was reported to philips that the alarm led failed when powering on the unit. The device was not in clinical use at the time of the event. This issue was found when the device was powered on. There was no report of patient impact or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that an error code was in the event logs. The rse advised the customer the power switch overlay should be replaced per the service manual. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.